Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the mobile device updating its operating system which closed the app. The reported event of a unknown issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.